Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported a communication error. This issue will potentially cause a no boot or a system lockup. No pt injury was reported.